Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a loosened battery lug hardware. The hardware was updated to current revision and was retightened to specifications to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 44-year-old male patient, the device failed to charge to set energy and delayed charging. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.